Event description:
On (B) (6) 2009, the pt was treated for an aneurysm in the descending thoracic aorta with a gore tag thoracic endoprosthesis. A zenith stent graft was also placed to repair an abdominal aortic aneurysm. Each device excluded the aneurysms respectively. The pt tolerated the procedure. On (B) (6) 2010, tests shows the pt's renal function had significantly deteriorated. Currently, the pt is receiving dialysis treatment, but there are no other complications, and the pt is doing well. Fsa reported that the test values were cr 1.2 before the procedure and cr 2.8 after the procedure. The physician believes an embolic shower caused the renal function deterioration.